Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients are not appearing on the server, patients are admitted but only visible via facility search, with details documented in electronic protected health information, affecting station. A technical support specialist performed a full sync, confirmed with the customer that the issue was resolved, and closed the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not appearing on a single pyxis device. The user reported that two patients had been affected so far. Although the patients were properly admitted to the hospital floor, their records did not appear on the station as expected. Users were required to use the facility search function to locate and access the patients. The issue appeared to be isolated to a single pyxis device, while the patient records were available on the server. However, there were no delays or adverse events or injuries reported based on this event.